Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On june 13th, 2019, olympus medical systems corp. (Omsc) received a literature titled ¿results of duodenal stent for the pancreatic carcinoma and the duodenal stenosis¿. The literature reported the result of 10 cases of the duodenal stent replacement for the duodenal stenosis caused by the pancreatic carcinoma using an olympus gastrointestinalscope (gif-2tq240) or an olympus duodenoscope (tjf-260v) or olympus gastrointestinalscope (cf-h290zi) between april 2012 and february 2019. It was reported that gif-2tq240 was used in 8 cases, tjf-260v and cf-h290zi were used in 1 case each in the literature. However, the model numbers of gif-2tq240 and cf-h290zi described in the literature do not exist. Based on the sales history for the user facility, it is surmised that the literature meant gif-2tq240 as gif-2tq260m. Olympus couldn't identify what is the correct model number of cf-h290zi even after reviewing the sales history. In the subject procedures, 2 cases of cholangitis and 1 case of suspected duodenal perforation reportedly occurred. It was reported that supportive care was provided to all patients. Based on the available information, a direct relationship between the olympus device and the observed adverse events could not be determined. Omsc is submitting 9 medical device reports according to the number of the adverse events known and the number of olympus device used for procedure. This is a report on 2 of 2 cases of cholangitis regarding gif-2tq260m and 2 of 9 reports.